Manufacturer narrative:
As reported by the customer, the 120cm outback elite re-entry catheter had failed. The part that activates, got stuck, therefore the user could not pull the needle in. There was no reported patient harm. The issue happened during use. The device was stored in the cath lab in a cabinet for one year and three months. The device was stored, handled and prepped per the instructions for use (IFU). All of the specified ports of the device were flushed properly. There were no damages noted to the device prior to opening the package. There was no difficulty removing the device from the sterile packaging. There were no kinks or other damages noted prior to inserting the product into the patient. There was no unusual force used at any time during the procedure. The user did not encounter resistance when torqueing the device. The procedure was completed using another cordis outback device. The product was returned for analysis. One non-sterile outback elite 120cm re-entry unit was received for analysis inside a plastic bag. Per visual analysis, the cannula needle was received retracted. No other visible anomalies were observed during the analysis. Per dimensional analysis, the usable length of the outback elite was measured and found within specification. Per functional analysis, a lab sample syringe was filled with water and was attached to the flush and wire ports located on the handle of the unit and was successfully flushed. Next, a lab sample 0.014¿ guide wire was inserted into the unit cannula wire port, and then into the distal tip and the guide wire pass through the unit with no difficulty. The cannula was unsuccessfully advanced and retracted via distal movement of the deployment slider. Deployment inability was found. Therefore, a microscopic x-ray analysis was carried out on the unit at the body to nose cone level to try to determine the cause of the impeded cannula. Per x-ray images, the presence of the cannula was confirmed. Moreover, the alignment of the cannula to the true lumen port as well as to the l marker indicator was inspected and the cannula was stuck with the union of the catheter shaft and distal housing/nosecone assembly that could impede the deployment. Amplified images of the slider mechanism were taken to determine if damage could be present, and a dent was found on the assembly of the slider button, that could be associated with an over forced movement of the deployment slider. A product history record (phr) review of lot 17940277 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿cannula/needle (outback only) retraction difficulty - unable to¿ was not confirmed during analysis of the returned device. However, the cannula could not be advanced during functional analysis. The exact cause of the reported event could not be conclusively determined. Based on the information available for review, it is not possible to determine what may have contributed to the retraction issues of the cannula/needle. According to the instructions for use (IFU), which is not intended as a mitigation, ¿the outback elite re-entry catheter should be kept straight during flushing, preparation steps and during guidewire loading. A sterile gauze sponge with heparinized saline may be used to wipe the catheter (with the cannula in the retracted position) going from the proximal hub to the distal tip. Do not tug or otherwise overstretch the catheter to straighten it. If strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Consider using a 3¿4 mm balloon at low atm to dilate points of resistance, as needed, along delivery track. If the cause cannot be determined, withdraw the outback elite re-entry catheter. Excessive rotation, bending or kinking of the outback elite re-entry catheter may affect its performance. Withdraw the outback elite re entry catheter if it becomes excessively kinked.¿ also stated in the IFU, ¿ensure proper function of the outbackr elite re-entry catheter by 1) retracting and advancing the cannula tip via proximal and distal movement of the deployment slide, and 2) rotating the rotating knob which rotates the catheter shaft/nosecone. Fully retract the cannula tip via proximal retraction of the handle deployment slide until it stops. Prior to insertion into the body, ensure that the cannula tip is fully retracted into the catheter lateral port and the handle deployment slide is locked in the most proximal position. If not, repeat flushing sequence.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The device has been returned for evaluation, but the manufacture report is not yet available. A review of the device history record (DHR) associated with lot 17940277 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be sent in upon 30 days after receipt.

Event description:
As reported by the customer, the 120cm outback elite re-entry catheter had failed. The part that activates, got stuck, therefore the user could not pull the needle in. There was no patient harm and the issue happened during use. The device was stored in the cath lab in a cabinet for one year and three months. The device was stored, handled and prepped per the instructions for use (IFU). All of the specified ports of the device were flushed properly. There were no damages noticed to the device prior to opening the package. There was no difficulty removing the device from the sterile packaging. There were no kinks or other damages noted prior to inserting the product into the patient. There was no unusual force used at any time during the procedure. The user did not encounter resistance when torqueing the device. The procedure was completed using another cordis outback device. The device will be returned for evaluation.